Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 03/2020).

Event description:
It was reported that the tip of the tunneler allegedly broke after the catheter had been successfully placed, and the tunneler had been removed from the patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturer review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: a sample evaluation could not be performed, as the device was not returned. However, one electronic photo was provided for review. The photo shows an broken portion of the tunneler connector tip. Based on this photo review, the broken tunneler can be confirmed. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event.

Event description:
It was reported that the tip of the tunneler allegedly broke after the catheter had been successfully placed, and the tunneler had been removed from the patient. There was no reported patient injury.